Event description:
It was reported that during an implant procedure the implantable cardioverter defibrillator (ICD) was attempted not implanted due to a grommet/setscrew problem that lead to high impedance. A different device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.